Event description:
Customer reported changing her medication due to an error 3 message display on her freestyle freedom blood glucose monitor. As a result, she stated having symptoms of "headache, nausea, vomiting and blurred vision". Customer also reported losing consciousness. No third party medical intervention was required. Customer reported taking "sugar pills" (it is unspecified what kind of pills they were) and drinking orange juice to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be submitted once investigation results are available.